Manufacturer narrative:
The reported event of could not fully insert the ventricle lead into the header was confirmed. Analysis revealed the ventricle contact spring does not have the required normal shape and is considered a manufacturing anomaly. The inner diameter of the spring is too small due to which the spring cannot expand to allow leads to pass through it for full lead insertion into the connector. The v-setscrew was found stripped due to incorrect wrench insertion by the user. No other anomalies were seen.

Manufacturer narrative:
Correction : investigation conclusions was updated from " 4307 - cause traced to component failure" to "25 - cause traced to manufacturing". The entry was made in error and corrected accordingly.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found that the pacemaker header was unable to fit the right ventricular (rv) lead head. The physician made several attempts to unscrew the header setscrew but was unsuccessful. The pacemaker was removed and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Additional regulatory report required for correction of the initial aware date. The rep initiated the event with an incorrect first notification date of (B)(6) 2023. The first notification date should have been (B)(6) 2023.